Event description:
The customer received a blood glucose reading of 212mg/dl on the contour, was retested on the doctor's meter and the reading was 90mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.product was not expected to be returned.replacement meter was sent to the customer.